Manufacturer narrative:
Hologic product application specialists (pas) reviewed the logs which showed only one sample with discrepant results. The logs did not reveal any reagent or instrument issues. Pas noted that this may be a sample with low target that did not repeat upon testing or was mishandled. There were also three other runs from the affected worklist that were run without any issues.. The customer only provided the sample ID for the sample that was reported out. The customer did not confirm if the results were amended or if the patient received any treatment. No product impact is known to date.

Event description:
Customer reported they had inadvertently run samples in duplicates with the sars-cov-2 assay (lot 311283) on the panther instrument (B)(4). Two of the samples from wl (B)(6) came out with discrepant results. One sample had an initial negative result and second positive result. The negative result of this sample was reported out automatically. The other sample had an initial positive result and second negative result; none of the results of this sample was reported out.